Manufacturer narrative:
(B)(4). Date sent: 07/25/2016.

Event description:
It was reported that during an unknown procedure, the jaw became not to open after the I-blade was fully advanced. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m9390g. Additional information requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No information. If no: was the device on a vessel/artery when it would not open? No information. If yes, how was the device removed? (I.e. Cut off, forced opened) no information. If cut off, did this cause a change in the plan of care for the patient? No information. Did the removal cause any damage to the vessel/artery? No information. If yes, what is the damage and how was the damage repaired? No information. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.